Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that one (B)(4) device was received with the jaws closed. The trigger was manually assisted in order to open the jaws; one j clip shaped clip was released. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. The jaws were inspected and no burr was found, that could lead to a j shaped clip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on the device would push the tissue out when closing, prior to clip being completely formed. Another device was used to complete the procedure. There was no adverse consequence to the patient.